Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door was failed to lock and was not registering the medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed. A field service engineer displaced the hasp due to handle misalignment and replaced the tape and alignment corrected and service was restored. The system functioned as intended after the field service engineer repaired the device.